Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965, lead, implanted: (B)(6) 2005. 419488, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the patient's right ventricular (rv) and superior vena cava (svc) portion of the lead for high impedance. It was also noted there was occasional far field r-wave (ffrw) oversensing on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.